Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing and loss of capture were noted on the device. Fluoroscopic imaging was performed and confirmed dislodgement of the left ventricular (lv) lead. The device was reprogrammed to inactivate the pacing of the lv lead. The patient was stable and will continue to be monitored.